Manufacturer narrative:
Device is a combination. Product device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that following a coronary artery drug eluting stenting treatment procedure, stent thrombosis occurred. The target lesion was located in the proximal left anterior descending artery (lad). A 2.25x38mm synergy ii stent was implanted. One month later the stent was found to be thrombosed. The physician reopened the stent with no problems. No additional information is available at this time.